Manufacturer narrative:
E1. Initial reporter phone : (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) procedure which included a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the patient experienced pericardial effusion that required pericardiocentesis and the patient died. They tried to aspirate the blood from the pericardium, however, the bleeding did not stop. After four (4) hours, the patient was not able to be transported by helicopter. The patient was transported into another hospital (B)(6). The patient died from the pericardial effusion. Additional information was received. It was indicated that the physician¿s opinion on the cause of death is "human failure". There was a drop in blood pressure during the mapping phase. The pericardial effusion was confirmed via ultrasound. Aspiration of the fluid from the pericardium was performed and they tried to stop the bleeding. After several hours in intensive care, severe bleeding occurred again. The patient was unable to be transported by helicopter. Instead, the patient was transported by ambulance to the nearest cardiac surgical facility. The patient expired after surgical intervention. Transseptal puncture was performed. No ablation was performed prior to noting the pericardial effusion. There was no steam pop. The event occurred in the mapping phase. The default flow setting was used on the irrigation catheter. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on the biosense webster equipment during the procedure. Although no ablation had occurred, as a conservative measure, the event is being captured against the stsf catheter as the ablation catheter was used during the procedure and the information regarding possible causes is limited.